Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarm sound volume was not audible. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that alarm was no audible. Visual/functional testing was performed. The cause was the piezo connectors on the main board. Replaced the printed wire assembly (pwa) board to correct the issue. The device passed all functional tests after the repair.